Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.

Event description:
It was reported that the pt reports metal levels in blood test at 2. Pt states that this is low; however he will require an MRI.